Event description:
The reporter stated that the surgeon had reported that a spinal fixation plate that was implanted during a surgical procedure in (B)(6) 2011, was removed in early (B)(6) as it was observed to be moving away from the bone at the caudal location. The reporter stated that he observed that all the screws that were inserted were locked in during the initial surgery. The hospital will not release the explanted devices for evaluation. The devices that were explanted were replaced with a different type of plate. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.